Event description:
It was reported that the customer passed away after having a massive heart attack. It was stated that the customer was wearing the insulin pump at the time of death, and was experiencing extremely high blood glucose level. The caller stated that she would like to donate the insulin pump to an organization that helps the under privileged. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.